Event description:
It was originally reported that the pt had "pulsating" stimulation on the left side from the hip to the legs ("throughout his body") and "felt terrible". He also had stimulation in the wrong location (perineum/groin area) and noted that his pt programmer was not working. Subsequently, it was reported that the pt had convulsions while the neurostimulator was turned on. He had the stimulation turned off for several weeks because of this. It was noted that his device had "not been working properly" for the past 6 months. The pt was currently looking for a physician to help treat the issue. Add'l info was requested and a f/u report will be sent if received.

Manufacturer narrative:
(B)(4).